Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced the hypoglycemia. The customer¿s blood glucose level was 46 mg/dl at the time of the incident and the current was 65 mg/dl. The customer also reported that the insulin pump had compromised force sensor system alarm. Customer states they are unable to exit the "preparing to prime" loop. The drive support cap was normal. The customer was treated with the food. The device will be returned for the analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify a33 alarm due to motor error alarm. Device received with broken battery tube threads and cracked reservoir tube lip.